Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading indicating possible device malfunction. This was the first time that device diagnostic testing had been performed since initial implant surgery. Intraoperative device diagnostic testing during initial implant surgery was within normal limits, indicating proper device function at that time. Review of x-rays revealed that the lead connector pin did not appear to be fully inserted into the generator connector blocks. No other discontinuities in the vns therapy system were noted. Revision surgery is planned.